Event description:
It was reported by the rep that the device was used during a laparoscopic splenectomy. It was reported the gasket on the 10/11 millimeter trocar incurred a major rip and tear during the case allowing profuse leaking of pneumoperitoneum. The surgeon finished the case with this trocar. There was no pt consequence.